Manufacturer narrative:
Product ID: 3889-28, lot# va0agsr, implanted: (B)(6) 2013, product type: lead. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 3037, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient had had ¿issues with the site¿; it was ¿too mobile¿. The patient was taken back to surgery the week prior to the report to have the implantable neurostimulator (ins) repositioned. The patient was still sore from the surgery. If additional information becomes available, a follow-up report will be submitted.